Event description:
During use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the operating room (or) had a power outage. During this time, the unit stopped functioning and the battery did not activate. The device was not changed out, however, the perfusionist hand cranked the unit while it was off cpb for approx one min. The unit was able to be restarted and the case was finished out. The surgical procedure was completed successfully, and there were no significant delays or adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded.